Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this right ventricular (rv) lead reported episodes of syncope and dizziness. Technical services (ts) reviewed the available latitude episodes and observed rv noise which initiated inappropriate anti-tachycardia pacing (atp) episodes. The atp accelerated the rhythm into ventricular tachycardia (vt) which led to one inappropriate shock. The shock successfully converted the rhythm. There was pacing inhibition noted. The field representative saw the patient the following day in the emergency room (ER), and performed isometrics testing. Rv noise was observed during isometrics. All impedance measurements remained within normal range. A procedure was performed in which the rv lead was surgically abandoned. A new rv lead was successfully implanted and remains in service. No additional adverse patient effects were reported.